Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator screen was frozen. There was no harm or injury reported. The display was evaluated by the manufacturer's product investigation laboratory (pil) and found the display was functioned as designed and operated without issue or error codes. The display was scrapped.

Event description:
The manufacturer received information alleging a ventilator screen was frozen. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.